Event description:
The hospital biomed reported the speaker does not turn on. The customer states the speaker might be missing but was not able to confirm the speaker was missing. The biomed was not able to confirm if the device was in use on a patient at the time of event. There was no adverse event reported.

Event description:
The hospital biomed reported the speaker does not turn on. The customer states the speaker might be missing but was not able to confirm the speaker was missing. The biomed was not able to confirm if the device was in use on a patient at the time of event. There was no adverse event reported.